Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 600 pro synchron chemistry analyzer generated false low sodium (na) results that were reported out of the laboratory. It is unknown how many false low results were reported outside of the laboratory. The samples were rerun and results were amended. There were no reports of patient treatment being initiated or withheld.

Manufacturer narrative:
Per customer, qc was within the lab's established ranges. It is unknown if qc was run after the event before the system was recalibrated. Qc after recalibration was within the lab's established ranges. A field service engineer (fse) went on-site and found that the co2 membrane retainer and quad ring were installed backwards. Fse replaced the co2 measuring and reference electrodes and the eic (electrolyte injector cup) after finding a tear in the eic valve. Performance was verified.